Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the implanted neurostimulator (ins) turns of by itself and there is a return of lower back pain. The patient has been checking external sources of electromagnetic interference (emf) as a reason the ins has been turning off. The patient reported that during the trial the lead site was thoracic 2 (t2) and the stimulation covered the entire spine. During the implant procedure the healthcare professional found that the patient had a broken coxal bone, and moved the lead site to thoracic 3 (t3). The t3 lead location does not provide the same coverage as the trial and patient is experiencing pain in the back, neck, shoulder, and neck spasms. The manufacturer representative (rep) stated that the patient never mentioned any suspicion of emi. The patient was turning the stimulation on and off, and adjusting amplitude on his own. The rep reviewed the impacts of adjusting stimulation and body positioning, and that if the patient adjusts stimulation they may experience an increase or decrease in stimulation sensations. There were no malfunctions suspected and the patient is looking into having an additional ins implanted. No additional symptoms, and no additional complications were reported for this event.